Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -radiographs were provided and reviewed by a health care professional. Total knee arthroplasty in anatomic alignment without periprosthetic lucencies, hardware fracture, osseous fracture, or bone demineralization. Enthesophytes seen at superior pole of patella. Radiographically unremarkable appearance of right total knee arthroplasty. Overall fit, alignment, and bone quality appears normal. No radiographically evident findings suggest instability. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned from the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565-2021-01754.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made, but there is no additional information at this time.